Manufacturer narrative:
The manufacturer did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown artek cup hip implant on an unknown date on the right side. The patient underwent a revision surgery on (B)(6) 2015 due to pain, elevated metal ions, cyst formation, dislocation, metallosis and osteolysis. Additional information has been requested and is currently not available. The patient has a bilateral hip replacement. The left side is treated in (B)(4).

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. It was not possible to receive further information, as the hospital is not willing to cooperate. This is a bilateral patient implanted with a durom cup on the left side (treated in (B)(4)) and an artek cup on the right side (case at hand). A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. DHR review results: as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: n/a as no item number was available. Review of event description: the patient was implanted an artek cup on the right side on an unknown date and was revised on (B)(6) 2015 due to pain, elevated metal ions, cyst formation, dislocation, metallosis and osteolysis. Review of received data: revision surgery report dated october 20, 2015: diagnosis: right metal on metal tha instability with dislocation. Metallosis, osteolysis. Operation: metallosis evidenced. Head is dislocated towards anterior cranial direction. Cup is loose and is easily removed. Metallosis is also observed behind the cup. The stem is solid. New implanted devices: fitmore cup size 54, durasul insert size 36 and ceramic head size 36. Laboratory test results dated (B)(6) 2015 were received for review. It is shown that the cobalt and chrome ion levels are higher than the normal values for the patient. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: root cause determination using dfmea: increased wear due to clearance too small ¿ rim loading. => possible: no x-rays were returned for the investigation, therefore ,cannot be excluded. Increased wear due to clearance too large => possible: no x-rays were returned for the investigation, therefore cannot be excluded. No self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.). => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Increased number of wear particles due to chemical corrosion => possible: the product was not available for investigation, therefore, cannot be excluded. Reduced rom, increased wear due to component malpositioning. => possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to component mismatch (wrong size). => possible: product combination is not known, therefore cannot be excluded. Increased wear due to component damaged during operation - scratches on articulation surface. => possible: proper handling of components during surgery is out of zimmer biomet control. Loosening due to inadequate postoperative treatment => possible: it is not known whether an adequate post-op treatment was followed, therefore cannot be excluded. Conclusion summary based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).